Manufacturer narrative:
Product analysis results: visually confirmed the cage was broken. Microscopic examination of the fracture identified an angulated fracture with rays emanating away from the area of crack origination, indicating the direction of crack propagation. The fracture is located at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is not approved for use in the united states, however, a like device, part number #9393012, 510k# k094025, UDI# (B)(4) is approved for use in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion (tlif) on l5 - s1 due to foraminal stenosis. Intra-op, implant was broken in the first attempt to rotate it. The broken product was removed completely from the patient. There were no patient complications were as a result of alleged event.